Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer main 3-1,3-2 and pockets a5, d3 were not on bus. A field service engineer cleaned and reseated pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not recoverable. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.